Manufacturer narrative:
Correction: the correct event description should have been "new information received notes that the patient presented to the hospital. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. Programming changes were made but were not successful." Rather than "new information received notes that the patient presented to the hospital. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. Programming changes were made."

Event description:
New information received notes that the patient presented to the hospital. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. Programming changes were made but were not successful.

Event description:
New information received notes that the patient presented to the hospital. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. Programming changes were made.

Manufacturer narrative:
Correction: the correct health impact should have been "unexpected medical intervention", rather than "no health consequences or impact." The correct therapy date should have been (B)(6) 2024, rather than (B)(6) 2024.

Event description:
It was reported that the pacemaker was failing to be interrogated. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.